Manufacturer narrative:
Concomitant medical products: product ID 3387040, lot# v433144, implanted: (B)(6) 2011, product type: lead. Product ID 7489-51, product type: extension. (B)(4).

Event description:
The health care provider (hcp) reported via the company representative (rep) that the patient was implanted with two implantable n eurostimulators (ins) for bilateral deep brain stimulation (dbs) therapy to control parkinson's disease. The neurologist suggested a revision before the ins batteries depleted because the patient benefited with the groups option of the device. There was damage on the lead coverage and exposed wire on the lead's third pole (left lead). There was also damage on the lead coverage of the right lead. The issue was identified during the system revision. When the physician disconnected the extension for the new ones to connect a rechargeable ins, it was seen that the extension boot was broken and the silk was too tight in the lead. When the physician cut the silk and tried to connect the new extension, a little cable in the third pole of the lead was seen. It was noted that before the revision surgery, the pole impedance were revised and all the third poles impedance were high: > 2,000 ohms with 0 <(>&<)>c, 0<(>&<)>2, 0<(>&<)>3, 3<(>&<)>c, 1<(>&<)>3,2<(>&<)>3. In order to be able to connect the lead to the new extension, the physician cut the wire and continued with the procedure. The physician replaced the old boot for a new one, he just put a silk on the extension side of the connection, he didn't put the second silk near the right lead. After connection of the new extension with the ins, impedance poles were revised again, and the impedances were fine with the right side. After connection of the new extension with the ins, impedance poles were revised; the impedances with the third pole was high again on the left side. The neurologist was notified and he agreed to keep with the procedure because he doesn't use that pole for the patient's deep brain stimulation therapy. The next day the neurosurgeon and neurologist checked the patient. The neurologist programmed the patient as required and told the rep that the patient has a therapeutic benefit with a program that doesn't use the third pole in the left lead: 0+, 1-, 180us, 130hz. The issue was resolved at the time of this report. The patient was alive with no injury. If additional information is received, a follow up report will be sent.